Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, an irrigation/aspiration (I/a) tip was returned for testing on this investigation. Specific product identifiers (lot number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for ¿complaints reported against this lot number¿ cannot be performed as the lot number is unknown. The irrigation and aspiration tip was received for testing on this investigation. The irrigation and aspiration tip was visually inspected and found to have metal fragments on the surface of the tip. Burr-like fragments were also observed surrounding the exit hole. Although, metal/burr like fragments were confirmed to have been found, exactly how or when the burr occurred cannot be conclusively determined. Therefore, the root cause of the reported tip damage remains inconclusive. As the timing of the damage occurring is unknown (whether before/during/after the procedure) remains unknown, based on the information obtained, the root cause of the reported posterior capsule tear remains inconclusive. It should be noted that a damaged tip could lead to a posterior capsule tear, and a visual inspection of the tip is required before each use as stated in the dfu, ¿before each use check the irrigation and aspiration tip for tip damage (i.e. Burrs, bending, scratches or rough areas). A damaged tip should be discarded and replaced. Use care in handling the tip, particularly when cleaning.¿ manufacturers will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery, the patient had experienced capsular rupture from the ophthalmic tip. The surgery was completed after using an alternative tip. No patient harm has been reported.